Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was above 600 mg/dl at the time of the incident. The customer was treated with insulin pump for low blood glucose. The customer stated that insulin pump had highs blood glucose above 600 the meter would not read. Product will not be returned device for analysis.